Event description:
It was reported that the device was missing two thumbscrews. Patient involvement unknown.

Manufacturer narrative:
Other, other text: b3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: b3, b5 and h6. Health effects and h6. Evaluation codes: updated. D3, g1,2 email is: (B)(6). No product or photos were returned therefore no device analysis could be completed. Manufacturing bill of materials (bom) of the reported device part does not include pressure cuff attachment screw as a go-with. Pressure chamber labeling and packaging procedure did confirm a quantity of two (2) clamp knob to be included as part of the pressure chamber packaging. However, the affected pressure cuff part and serial number was not provided by the customer for further review and problem confirmation. The exact cause could not be determined; however, based on the reported problem, the most probable cause is a packaging error by manufacturing. A device history record (DHR) review could not be performed as the serial number was unknown. A replacement request was processed to the customer.

Event description:
Additional information received via email. The event was discovered as out of box failure when the device was received the week of 20-jun-2023. There was no patient harm or injury.